Event description:
It was reported that when the scalpel was used during surgery, the tissue pad was came off. The tissue pad was recovered.

Manufacturer narrative:
Final device investigation of the scalpel revealed the tissue pad was melted causing the device to not function properly. The tip of the device was found to have a couple major gouges, likely caused by having made improper contact with an object.